Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced trouble charging their deep brain stimulation implantable pulse generator (ipg) using the desktop charger (dtc). The patient stated that the recharger was not charging, and the charging pin might be a little bent. The insr was not taking a charge, and the recharger displayed no charge despite showing the charging symbol. The patient confirmed coupling status, initially seeing 6 out of 8 boxes filled, which improved to 8 out of 8 after adjusting the antenna dial. Visual inspection revealed no damage to the dtc cords. The patient attempted overnight charging, but the issue persisted. Troubleshooting steps conducted with an agent did not resolve the issue. A repair request was submitted for replacement of the dtc. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been updated on b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that they send request to repair. Patient called back and stated that they got their replacement desktop charger, but it would still not charge the implant recharger (insr). Patient confirmed seeing the green light on the desktop charger. Patient mentioned they have not charged their implantable neurostimulator (ins) for days now. The issue was not resolved. Due to urgency agent sent a request to repair to replace the recharger.